Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 28.6 mmol/l. Customer's other blood glucose value was 18.6 mmol/l. The customer was treated with insulin pump. The customer alleging possible pump under delivery. The customer was using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The device will not be returned for analysis.